Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 54 mg/dl at the time of the incident. Customer reported that more and more it occurs sensor glucose is lowing, and his blood glucoses are rising and has been going on for like 3 months. Customer reported that one point the difference was 80-100 point off. Customer reported that sensor glucose seems to be falling further and further behind the blood glucose was 60 mg/dl. Customer had too much insulin and he took glucose tabs and then later it was 100 mg¿/dl, and sensor glucose was getting lower. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose value that triggered the suspend event: 54 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The sensor will not be returned for analysis.